Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she had some lightening bolt sensation shooting down her legs during recharging but then clarified she was referring to stimulation sensation to help her pain. The patient also reported that she did get shocks and charlie horses in the back of her legs at times but wasn¿t sure if the ins was causing this versus baseline symptoms. It was noted that the patient had several falls that could be related to the issue. No further complications were reported.